Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device. It was also reported that the explanted device is not available for analysis. This report is filed september 26, 2013. .